Event description:
It was reported by service report that the fowler was drifting and the lockout led lights were not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: gas spring cylinder.